Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported receiving a button error alarm and having no response from any of the buttons on the insulin pump. The customer changed the battery, but the anomaly continued. The buttons were not pressed for longer than 3 minutes and the insulin pump was not bumped or dropped. The customer's blood glucose was 147.6 mg/dl at the time the issue was reported. Nothing further reported.